Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk, minor scratched display window, cracked battery tube threads, broken reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was 118 mg/dl. The customer stated that the plastic piece of the reservoir came off the pump. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.